Event description:
The customer reported the monitors failed to power up and thereby failed to display an image. There is no report of a pt and/or customer serious injury or death associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A defective cable was replaced. The system was then found to be operating as intended.